Event description:
It was reported that the device had battery failure and battery was changed but the problem did not resolved. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top and bottom cases are in excellent condition. Plunger head was cracked by screws. Visible contamination on plunger head, barrel clamp assembly and by the "l" bracket. Battery communication time out found in event history log. Reported problem duplicated during power up process. Battery readings are all 0. The root cause of the reported issue was found to be that the interconnect board was not charging the battery. Battery was tested on a good working device and battery was charging, readings are all normal and battery capacity was 82%. Replaced interconnect board. Power up process and device passed all the test.